Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump delivered more than 200.0 units of insulin into the customer's body. It was stated that the customer has a hypoglycemia, and the doctor immediately corrected. No further information was provided.